Event description:
It was reported that the 6800 sys will not boot up the first time. It was noted that they have to turn it on and off 2 to 4 times to get it fully booted. After it boots up, it works as intended. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.